Event description:
Complainant alleged that while attempting to pace a 67-year-old female patient, the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, impedance, defibrillation cycling, and all pacing tests without duplicating the customer's report. The accessories were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.